Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full defib functionality testing without duplicating the report. The device's front enclosure was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.